Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit faulted and went to a white screen after 30 minutes. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this malfunction occurred during installation and commissioning prior to release for clinical use. Therefore, this event was not reportable. Additional information was received that this malfunction occurred during installation and commissioning prior to release for clinical use. Therefore, this event was not reportable.